Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the hex wrench tool was not able to be disconnected from the set screw of the pacemaker (pm) and stuck at the set screw. The pm was not implanted and replaced by a device near at hand on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
The reported event of the torque wrench became stuck in the right ventricle setscrew was confirmed. Final analysis found that the wrench was forced into the setscrew inset without the wrench tip being aligned with the hex inset of the setscrew beforehand. The corners of the wrench tip was going down against the inset walls and being wedged into the setscrew inset walls, causing the wrench tip being stuck in the setscrew inset. The cause of reported event was due to incorrect wrench insertions by the user. No other anomalies were found.